Manufacturer narrative:
Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failure alarm (variableinfo=3) confirmed in the device history and during self test due to broken trace.

Event description:
The customer reported via phone call that the insulin pump had loss of audio. Customer's blood glucose value was 229 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they are barely able to hear her alarm when it goes off. Customer reported they did hear the differences between the two audio beep volumes. Advised that the insulin pump will need to be replaced. Advised to revert to backup plan. The device will be returned for analysis.